Event description:
Attorney (workers compensation) made depuy spine aware of a pt who would be having a revision surgery. The pt was implanted with charite in (B) (6) 2006, at l5/s1. Pt has continued to have pain and another surgeon is planning to address this surgically. It is not known if the charite device is the cause of the pain and no claim of defect is being made at this time. However, as a negative outcome was reported, an MDR is filed to document this event.

Manufacturer narrative:
Little info is known at this time. At this time, there is no connection that can be made between the pain reported being directly related to the charite device.